Manufacturer narrative:
Product ID: 3878-45, lot# 0205441452, implanted: (B)(6) 2012, product type: lead. (B)(4).

Event description:
It was reported that there were impedances greater than 10000 ohms on electrode one, which was the only electrode programmed as negative. The patient was reprogrammed. It was reported that symptoms included the patient not having paresthesias. It was noted that after reprogramming using different electrodes the same paresthesia coverage was found. The patient suffered no injury or adverse event.